Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 19472 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.2 inches proximal to the catheter tip. In conclusion, the reported system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" was confirmed through data analysis and the balloon catheter failed return inspection due to a guide wire lumen kink and breach was observed 1.2 inches proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The electrical connections were checked, but they system notice persisted. The balloon catheter was then replace which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.